Event description:
Same case as MFR report #: 2134265-2009-04227. It was reported that during a rotational atherectomy coronary procedure, abnormal leakage occurred. The physician was using the rotablator advancer and rotablator 1.25mm burr, and noted abnormal leakage of saline at the distal end of the advancer. The other physician then noted blood backflowing into the catheter, and attributed to a lack of saline flush. The procedure was completed with another of the same devices, and no patient complications were reported.

Manufacturer narrative:
An initial examination of the complaint catheter unit was carried out. An attempt to attach the catheter handshake connection to the advancer was made, but it was noted that there was a kink in the coil near the handshake connection of the catheter. A tug test was carried out on the rotablator catheter unit as per procedure and no issues were noted. A connect/disconnect test was carried out as per procedure and no issues wee observed. The burr was microscopically examined and checked for any signs of blood. Blood in the catheter would indicate a lack of fluid flow and blood back filling the catheter. There was no sign of blood within the catheter. The burr was within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause classification is operational context. (B)(4).